Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving prialt/ziconotide (unknown dose/concentration) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported on (B)(6) 2015, the pump reservoir was empty. The patient was scheduled for refill after pocket revision. The nurse inserted needle below skin and saw yellow exudate. The decision was not to proceed with refill. The event did not resolve at the time of report. The patient's status at the time of report was "alive-no injury." No surgical intervention occurred and it was unknown if it was planned. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug dose/concentration in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.